Event description:
Pt is an 89 y/o post-stroke left hemiparetic lady with a right above the knee leg amputation who was being transferred in a lift from bed to wheelchair by a private duty nursing assistant when the canvas sling ripped. The pt fell to the floor and struck her head but had no loss of consciousness. She subsequently developed slurred speech and vomiting. She was immediately transferred to the hosp where a CT scan revealed a subdural hematoma. Neurological consultation recommended surgical intervention to evacuate the hematoma. After lengthy deliberation, the pt's family decided against surgery and the pt died on 01/11/97.